Event description:
Notes: this report pertains to two spyscope ds ii complaints and spy ds controller used during the same procedure. It was reported to boston scientific corporation that two spyscope ds ii complaints and spy ds controller were used during a cholangioscopy procedure performed in the bile duct on (B)(6) 2023. During preparation, the customer tried to insert two spyscope ds ii of different batch number, but the controller did not recognize any of the spyscope ds ii. They tried to turn the controller on and off for several times and also disconnecting and reconnecting the power supply, however; the problem was not resolved. The procedure was not completed due to this event and reschedule on (B)(6) 2023. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.